Event description:
It was reported patient is getting the green power light on the carelink monitor, but when presses the start button, no transmission occurrs. Will be sent a new monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.